Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had issue with the belt line. The patient underwent a revision procedure wherein the ipg was moved and replaced. The patient was doing well postoperatively. The explanted ipg was not returned per hospital policy.

Event description:
It was reported that the patient had issue with the belt line. The patient underwent a revision procedure wherein the ipg was moved and replaced. The patient was doing well postoperatively. The explanted ipg was not returned per hospital policy. Additional information was received that the patients ipg was initially moved due to discomfort at the belt line.